Event description:
Reporter alleged that aviva blood glucose test strips, lot # 300108, catalog # 04588028001, were labeled with an expiration date of 10/28/2007. A batch record review by the (B)(4) manufacturing site found that the catalog # does not exist, and that there has never been a batch of aviva strips with the reported lot #. In addition, all aviva test strips have expiration dates that coincide with the last day of the month, which is inconsistent with the reported date. It is noted that the reporter disconnected the call before more information could be gathered. No serious adverse event was reported in connection with the alleged malfunction. Return of the suspect product was requested; replacement product was sent.